Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the vessels measured 5-6 mm in diameter and they were calcified. It was reported the delivery system kinked while it was being inserted into the vasculature. The delivery system was removed from the pt and another talent bifurcated stent graft was used to successfully complete the case. The delivery system was discarded after the procedure. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes results, conclusions: small and calcified vessels. Required secondary intervention.